Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.0/4.0/169 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned due to lens rotation not associated to low vault. This did not resolve the problem. On (B)(6) 2023, the lens was removed, and a replacement lens was implanted. Reportedly, "lens replaced from vertical to horizontal." The problem was resolved. Cause of the event is unknown.